Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the viewing station of the imaging system powered down during transportation. Testing found that the batteries of the uninterruptible power supply (ups) would not last three minutes. To restore functionality, the batteries were replaced. The imaging system then passed a system checkout and was found to be fully functional. Other relevant device(s) are: product ID: bi71000481, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the uninterruptible power supply (ups) batteries failed. There was no patient present when this issue was identified.